Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure and occlusion occurred. In 2005 a 3.0x16mm taxus express2 stent was implanted in the right coronary artery (rca). In 2006 at an annual checkup it was noted that the stent was "clogged". An EKG was performed and an intervention was scheduled. The physician determined that the rca was 100% blocked with a tubular occlusion. There was collateral circulation noted at the target lesion. In (B)(6) 2011 there was no clear indication of restenosis.